Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. Information concerning the access vessel calcification was not provided. Moderate access vessel calcification and mild tortuosity was reported. In this case, in addition to procedural factors (insertion difficulty, manipulation of the devices), patient factors (moderate access vessel calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, a dissection in the right common iliac artery (cia) was noted following the withdrawal of the delivery system and esheath. Surgical repair was required. During the procedure, the serial dilation of the access vessel was performed with the 16fr and 18fr dilators. A 16fr esheath was then inserted without difficulty. However, while inserting the novaflex+ (nf+) delivery system and 23mm sapien xt valve, the delivery system got ¿stuck¿ at the cia and could not be advanced. The delivery system was withdrawn; however, the valve became dislodged from the nf+ balloon and remained in the esheath. The valve and esheath were then withdrawn together. A new delivery system, valve and 18fr esheath were then prepared. The serial dilation of the access vessel was then repeated with 16fr, 18fr and 20fr dilators. The 18fr esheath was then inserted without resistance. The sapien xt valve was then positioned and deployed without incident. Following deployment of the valve, the esheath was withdrawn. Angiography was performed due to the significate resistance encountered in the cia with the first nf+ delivery system. A dissection in the right cia was observed. The dissection was surgically repaired and the procedure was completed. Information concerning the access vessel minimum luminal diameter (mld) was not provided. Moderate access vessel calcification and mild tortuosity were reported. It was perceived that the insertion difficulty encountered with the initial delivery system and access vessel calcification contributed to this event.